Event description:
A 20 mm diameter x 12 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an aortic dissection. Aneurysm and vessel morphology are unknown. It was reported that two weeks post stent graft implant the patient was brought it with discomfort. It was noted that the renals were covered. Two renal stents were implanted and there were no further complications.